Event description:
During follow-up, capture, sensing, and low impedance issues were observed on the right ventricular (rv) lead, and capture and sensing issues were observed on the device. The rv lead was explanted and replaced and the patient was stable. A hematoma was noted at the pocket site which resulted in a discontinuation of anti-coagulation medication. Additional information was requested but not yet received.

Event description:
Related MFR number: 2017865-2017-05875. During follow-up, capture, sensing, and low impedance issues were observed on the right ventricular (rv) lead, and capture and sensing issues were observed on the device. The rv lead and the device were explanted and replaced and the patient was stable.